Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and broken battery tube threads. The insulin pump was received without the original belt clip. The test belt clip fit and locked properly and no damage was noted in the belt clip slot.

Event description:
It was reported that the customer had high blood glucose levels of over 535 mg/dl. The customer was diagnosed with diabetes ketoacidosis and fell on the insulin pump. The insulin pump and belt clip were broken as a result. The customer was hospitalized. The customer reported that there were chips and cracks on the case and display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.